Event description:
The reporter stated that the device result was 103mg/dl on a pt. A hospital meter was then used for comparision and the results were 60 and 57mg/dl on the hosp meter. No treatment info was provided from the reporter. The device was replaced and requested to be returned for eval.